Manufacturer narrative:
The reported issue was confirmed in addition to a different issue being found.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received a message during the load process stating that there was a "cartridge error and that the cartridge could not be used". There was no impact to the customer's blood glucose level. Customer indicated injections would be used for back up therapy.